Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned to terumo medical corporation for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band, balloon assembly, or inflator. There is 1.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that creates a leak on one side of the tubing channel on the tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the patient was bleeding from beneath the tr band and it appeared that it had deflated. The attending took it off and tested the balloon, and said that it looked okay, however, they swapped it for another large tr band which went up fine. There was no patient injury or medical intervention required. Additional information was received on 16 jun 2023: patient procedure prior to use with tr band was a percutaneous coronary intervention (pci). 18 ml's of air were injected into the tr band when it was applied. Other devices were used in the access site was glidesheath slender. The customer did not indicate how long after initial inflation it began to lose air, however, the physician removed the band and tested it by inflating and manually compression the balloon. He stated it looked ok and was intact. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.